Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of noise which led to an inappropriately stored non-sustained ventricular tachycardia event. The noise was not able to be reproduced in the clinic. Boston scientific technical services (ts) was contacted for assistance and discussed possible reasons for the noise. At that time the clinic opted to continue to monitor the patient. Almost two years later during a device interrogation while the patient was in the hospital low shock impedance measurement of 17 ohms was observed. It was discussed that noise had been present, including on the shock channel, since implant. Ts was again consulted and recommended synchroneous maximum energy shocks to test the integrity of the system. The physician would scheduling testing in the near. The ICD and rv lead remained in service. No adverse patient effects were reported.